Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported patient was having a magnetic resonance imaging (MRI) done (B)(6) 2014 to rule out a granuloma. The thoracic area was to be scanned by the MRI for a catheter assessment. The patient¿s dose had been increased and she wasn¿t getting effective relief and "over time" it has been less effective. Additional information has been requested but was not available at the time of the report.